Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 470 mg/dl. Customer felt nausea and faint when standing. Customer reported that they received insulin flow blocked alarm due to bent cannula prior to the high readings. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer was not using the auto mode feature at the time of the incident. The customer treated for high readings by using manual injection or insulin pen. The blood glucose readings during call was reported 340 mg/dl. The pump will not be returned for analysis.